Manufacturer narrative:
(B)(4).

Event description:
Noise on lead resulting in inappropriate shock delivery. Lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 29 cm distal to the is-1 connector pin. In that section the insulation body and the coating of the conductor cable to the ring electrode were found squeezed and damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The deformations of the shock coil occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.